Event description:
Report received of an underdelivery. During testing at the user facility, the device delivered a measured volume of 16.6ml and 17.8ml from expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). There were no reports of any adverse pt events while the device was in clinical use.